Event description:
From staff: patient was administered ordered IV pembrolizumab. When the infusion was supposed to be complete, the patient and primary nurse noticed there was blood and moisture on the arm and pillow of the patient¿s chair. When further investigated, it was determined that the fluid was the pembrolizumab, and the blood was from back flow from the patient¿s port. The leak came from the anti-reflux valve that comes on the end of the pembrolizumab tubing from the pharmacy. The patient was advised to changed and wash off any fluid that was on their skin. Pharmacy was notified of the situation. It was determined that the patient did not receive any of the drug due to the leak, so the pharmacy remade the pembrolizumab in new tubing. The new bag of pembrolizumab was infused successfully and the rest of the patients ordered chemotherapy regime was continued without incident.